Event description:
Boston scientific received information that during a device change out procedure for normal battery depletion, the right ventricular (rv) lead exhibited loss of capture when it was placed into the header of the new device and the set screws were tightened. This resulted in greater than two seconds of asystole. The physician removed the rv lead from header, re-inserted it and reset the set screws, there was appropriate capture. Both the device and lead remain implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.